Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump would not power on. It was reported that there was no patient involvement. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. During the investigation the pump was powered on with no issue. The device was found to be working properly and no problem was found. Based on the investigation, the complaint allegation was not confirmed.